Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was received at a zoll approved service provider and the customer's report was observed upon initial testing. However, the device was put through extensive testing without duplicating the report. The device will be returned to zoll medical corporation for evaluation. Analysis of reports of this type has not identified an increase in trend.